Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device log did not show any faults that could be associated with customer report.